Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: h4 - device manufacturer date. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (b30) was due to electrical contacts had short circuit in scope connector due to the water invasion. The event can be prevented by following the instructions for use which state: important information - please read before use. Precautions: caution. Turn the video system on only when the endoscope is connected to the video system center. In particular confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the froze image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspections of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the scope had no image and produced a b30 communication error, and after aeration, the image became distorted. Due to the leak moisture, and damage, the charged couple device (ccd) element caused an electrical continuity failure. In addition, the following observations were made: the leak test failed the dunk test; the distal end plastic cover had chips and cracks; the bending section was cut and the glue was chipped and lifted; the insertion tube had scratches; the scope connector was leaking between the case and plug unit; and the adhesive of the scope connector had wet fluid and corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope screen is snowy and has no image. The issue was found during reprocessing. There were no reports of patient harm.